Manufacturer narrative:
H10 plant investigation plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of the yeast candida (species unknown). Fungal peritonitis is a well-documented complication in patients undergoing pd therapy. Candida normally lives in the human mouth, throat, and gut. The patient¿s pd nurse reported the patient was not following several infection control aspects for pd treatment. Based on the reported information, it is reasonable to associate the patient¿s peritonitis to a breach in aseptic technique during pd therapy, as reported by the patient¿s nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient had peritonitis and was going on temporary hemodialysis (hd). In additional follow-up, the nurse reported that on (B)(6) 2020 the patient had a pd culture obtained (in the outpatient pd clinic) which yielded growth of candida. The patient was diagnosed with fungal peritonitis. Per the nurse, the patient was initially treated with vancomycin 1 gram and ceftazidime 2 grams intra-peritoneal (ip) while the pd culture was pending. However, subsequently on (B)(6) 2020, the patient was hospitalized for the fungal peritonitis and underwent removal of the pd catheter (not a fresenius product). Additionally, the patient received intravenous (IV) anti-fungal therapy (medication unknown). The patient was transitioned to hemodialysis during hospitalization. The patient was discharged on an unknown date continuing outpatient hemodialysis. Reportedly, the patient has since recovered. The nurse reported the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse indicated the patient was reportedly not following several infection control aspects. Per the nurse, the patient¿s peritonitis was directly related to the patient¿s breach in aseptic technique.